Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing shingles were irritated under the lifevest equipment. Patient described the area as redness, bumps, and pain on her back spreading to her left side beneath equipment, with weeping blisters. The patient also reported having muscle spasms under the weight of the equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a medication for the shingles. Follow up indicated that the skin irritation and muscle spasms have improved.